Event description:
It was reported that the ilet device became unresponsive and the user believed the screen was cracked and could not be unlocked, resulting in inability to operate the device. Symptoms included no reported clinical effects. Outcomes included no interruption to medical care beyond device replacement logistics. Investigation included technical support review and troubleshooting with the user. Investigation of this case revealed a suspected display or touchscreen malfunction consistent with a damaged or unresponsive screen. It was concluded that the event was device-related and attributable to a screen failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.